Event description:
Boston scientific received information from the patient advocate that this device required early replacement due to the weekly interrogations performed by the home monitoring communicator. The device which was implanted over six years was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. A request for the product return was sent to the representative. If the product is returned or if additional information becomes available, this report will be updated.